Event description:
Patient reported "with constant pain in the breast, contracture", capsular contracture baker grade unknown and "possible anaplastic lymphoma were verified". Histopathological markers cd30+ and alk- have not been received. This for an unknown side. Device remains implanted.

Manufacturer narrative:
Clarification d4: since the affected side is unknown, only catalog# was captured in d4. Following is the device information for both sides: serial number (B)(6), lot number 2192996 and catalog number c-mhp-260. Serial number (B)(6), lot number 2351420 and catalog number c-mhp-260. A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma-alcl-suspected and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl suspected (histopathological markers not provided), capsular contracture, baker grade unknown, and pain.